Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited increased threshold measurements, intermittent loss of capture and diminished r wave measurements.